Manufacturer narrative:
Below are the analysis findings and test results: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Explant date was added: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported there was a product problem/device deficiency (no details were given) and the patient re quested explant, product was explanted (B)(6) 2018. The returned product form indicated there was patient impact, but no specifics were given. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had significant pain at the battery site and was not getting good relief of symptoms. The cause of the product problem was not determined. The device was explanted. No further complications were reported or anticipated.